Event description:
A report was received that the patient underwent an ipg explant procedure due to discomfort at the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.